Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to capacitor, designator c157, on the analog pcb assembly had process residue which caused excess leakage current. The customer received a replacement device.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. There was no patient use associated with the reported event. Upon further evaluation of the customer's device, physio-control observed that the device was not able to recognize a shockable rhythm. As a result, defibrillation therapy would not be available, if it was needed.